Manufacturer narrative:
(B)(4). Batch # l53k4j. Additional information was requested and the following was obtained: what type of procedure was the device use in? The device was used in gastrectomy. Please explain how the device was not working. Unable to select the staple height selector it is not seating in any of the colour marked. How was the procedure completed? Procedure was completed by hand suturing. The analysis results found that the ntlc75 instrument was received with the anvil detached and no cartridge reload loaded in the instrument. The staple selector was noted to be damaged. No functional test was performed. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the gun was not working and the staple height selector was damaged. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.